Event description:
It was reported that a flo-gard IV solution administration set was leaking from the tubing. This occurred during infusion. There was patient involvement; however, there was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. One actual sample and one companion sample were received for evaluation. Visual inspection revealed no non-conformities. The actual sample was pressure tested under water. A leak was revealed from between the tubing and the lower y-site. The internal diameter of the y-site was measured and found to be within specification. The tubing diameter could not be measured since it changes after solvent application. The companion sample was also leak tested underwater but no leaks were found. The cause is unknown. Should additional relevant information become available, a follow-up medwatch will be submitted.